Event description:
In 2001 the end-user called minimed, USA and stated that the tubing is disconnecting from the cap that connects to the reservoir. The end-user does not think tubing was pulled. On september 27, 2001 maersk medical received the complaint and the used tubing.